Event description:
It was stated that the customer received a motor error alarm during the rewind process. It was stated that the customer accidentally wore the insulin pump during an MRI scan. Troubleshooting was possible due to the repeated alarms. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal.